Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heart transplant. The patient was admitted with a methicillin-susceptible staphylococcus aureus (mssa)/group b streptococcal (gbs) driveline infection and was found to have an ascending aorta pseudoaneurysm of the ascending aorta at the left ventricular assist device (lvad) cannula insertion site. The device was operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported through the patient outcome that the patient underwent a heart transplant on (B)(6) 2021. Additional information communicated on 04aug2021 that the patient was admitted with methicillin-susceptible staphylococcus aureus/ group b streptococcal bacterium (mssa/gbs) driveline infection and found to have an ascending aorta pseudoaneurysm of the ascending aorta at the lvad cannula insertion site. The device operated as expected and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists infection and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. Additionally, the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU provides information regarding anticoagulation, including recommended international normalized ratio values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.